Event description:
It was reported that during the deep brain stimulation (dbs) stage 2 implant procedure, after making the usual head and chest incisions, tunneling was attempted with the boston scientific tunneling tool. After repeated attempts at shaping the tool to complete the pass, the physician attempted to modify the tip of the tunneling tool. During the subsequent tunneling attempt, the tip was found to have detached inside the patient. A small mid path incision was made to successfully remove the tunneler tip. A non boston scientific tunneling tool was then used to complete the surgery. The patient is expected to make a full recovery.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that during the deep brain stimulation (dbs) stage 2 implant procedure, after making the usual head and chest incisions, tunneling was attempted with the boston scientific tunneling tool. After repeated attempts at shaping the tool to complete the pass, the physician attempted to modify the tip of the tunneling tool. During the subsequent tunneling attempt, the tip was found to have detached inside the patient. A small mid path incision was made to successfully remove the tunneler tip. A non boston scientific tunneling tool was then used to complete the surgery. The patient is expected to make a full recovery.